Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: for the distal locking of proximal femoral nail antirotation, the surgeon used a construct: aiming arm (130°),drill sleeve, trocar, protection sleeve, and a drill bit. The drill bit 4mm was drilled according to the procedure manual, but it hit the nail. Surgeon removed the dill sleeve and tried to drill the drill bit again over the protection sleeve, but the hitting problem was not still solved. Therefore, the surgeon removed all instruments, including the protection sleeve, and finished the screw insertion by his image. From the doctors point of view, loosening of the connecting screw or the aiming arm during the operation might be possible causes. After the operation, when surgeon checked those devices by sampling, they were not loosened. This complaint is on the drill sleeve. This is 2 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Date of birth: approximately 1980. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.